Manufacturer narrative:
At this time, this right atrial (ra) lead has been returned but analysis is not yet complete. This record will be updated upon completion of analysis.

Event description:
It was reported that diagnostics for this right atrial (ra) lead stopped being recorded. During a subsequent follow up appointment, the clinician reported noise on the ra channel that appeared to be oversensing of the minute ventilation (mv) feature signal. Boston scientific technical services (ts) provided troubleshooting advice at that time. Approximately one month later, the patient underwent a revision procedure wherein this ra lead and the pacemaker were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was determined to be fractured approximately 23.5 cm from the terminal pin. Based on deformation observed in the insulation above the area of the fracture, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature may have led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Evidence reasonably suggests that the noise and sensing issues reported were secondary to the fracture.

Event description:
This supplemental report is being filed as device evaluation has been completed.